Event description:
It was reported by the rep that the (1) hp052 was not used during a procedure. It was reported that the director of spd called the rep and informed rep that the device was not cleared by the biomeds because it had a cut in the white tubing. There was no pt consequence.